Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) removed the back panel and released the drawer to inspect the inseparable magnet. The fse removed and replaced the latch inseparable. During the inspection, fse found wear on the bus cable, removed the damaged cable, and installed a new one. After connecting the new bus cable, the machine was powered back on successfully. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es station lgicun drawer failed and unable to recover. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.